Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:device problem code. Evaluation results: the customer's report of "no response to front panel controls" was observed and attributed to a misaligned lcd flex cable to a connector on the user interface module board. The cable was re-secured. The customer's report of "no power up" was not replicated or confirmed. Review of the logs showed no power related issues. The device passed all testing with no discrepancies found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.